Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ICU stated that the catheter was clogged. They stated that there was a small amount of sediment that should not have been enough to clog the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheter at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer slip tip syringe. Do not use needle." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ICU stated that the catheter was clogged. They stated that there was a small amount of sediment that should not have been enough to clog the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ICU stated that the catheter was clogged. They stated that there was a small amount of sediment that should not have been enough to clog the catheter.